Event description:
Patient came into clinic for automatic implantable cardioverter defibrillator interrogation. Patient was told he needs generator change for battery end of life. Also noted fluid pocket over site.